Manufacturer narrative:
The unit was received with a cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window, and a cracked case near the display window corners, which was noted during a visual inspection. All buttons function properly. However, corroded keypad traces were noted during the visual inspection. No button error alarms were noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm from his/her insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.